Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, foreign material came out of the device, but the type of the material or root cause could not be identified. A definitive root cause could be determined. Despite good faith attempts the user cleaning disinfection and sterilization processes were not shared. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in jf-260v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in jf-260v reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, black water was leaking out of the duodenoscope . There was no patient involvement.